Event description:
Patient had an elective sequential bilateral implant by placement of a device in his left ear in 2009. This device never functioned adequately and actually interfered with performance benefits from the first device. A partial electronic failure is suspected and he presents for revision of the left cochlear implant.what was the original intended procedure?cochlear implant.device #1is this a laboratory device or laboratory test?no.